Manufacturer narrative:
Correction information was provided in d.10., h.6. Correction: on initial MDR the imdrf health impact code of f1905 was missed. It should have been submitted in the initial MDR. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photos were returned. The reported complaint was observed on the returned photos. Provided photos show an iol in a open lens case. The optic is split-torn dividing the iol in two; one half of the optic is resting in the lens case base well, the other half of the optic is resting on the lens case lid. One haptic is broken and is resting beside one half of the optic in the lens case base, the other haptic appears to be deformed. The complainant indicates the use of non-company viscoelastic as a viscoelastic which is not qualified for use with the associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during intraocular lens implantation (iol) surgeon was implanted lens without haptic. The surgeon explanted the lens and reimplanted with another iol with same parameters in the initial procedure. The patient didn¿t suffer and his condition was good. Additional information has been requested but is not available at the time of this report.